Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing continuous high blood glucose (bg) levels (200-535 mg/dl) for the past week. The customer delivered a bolus, injections, and site changes to address bg levels. The customer was unsure of the cause of the bg levels. Reportedly, the customer had used humalin u-500. Troubleshooting with tandem customer technical services determined the pump functioned as intended.